Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. The four instruments were received fully applied. Visual inspection of the instrument revealed no abnormalities. Functionally, the empty cartridge precludes firing evaluation; however, the interlock was engaged and properly prevented the jaw from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ears, nose and throat procedure, on ligation of vessel/tissue, the surgeon was able to squeeze the handle when the issue occurred, when the four clips were dislodged from the jaws or did not close fully. A new product was opened to complete the case. There was no patient injury.